Manufacturer narrative:
Investigation results: a second catheters was returned with multiple flat spots where the catheter crossed itself in the returned shipping package. The separator was lodged inside the catheter. Conclusion: the device damage could have been caused by the tortuosity of the pt's vessels. However, the complaint did not describe any damage to the catheter, the damage may have been caused during return shipping for eval. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was performing a m1 occlusion stroke with the penumbra stroke sys. After several manipulations with the separator 032 inside the reperfusion catheter 032, the separator 032 fractured into two pieces just distal to the support / flex zone transition. The physician was very careful not to move the transition zone outside of the rhv during the separator manipulations. A second reperfusion catheter and separator were selected resulting in the same situation (separator fracturing just distal to the transition zone). The sys was then removed and a third device was selected without damage to the separator. There was not pt injury or adverse events. This MDR is associated with mdrs 3005168196-2010-00047, MDR 3005168196-2010-00072 and MDR 3005168196-2011-00073.